Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a signal loss occurred. The signal noise occurred at all electrodes of the body surface electrocardiograms (ECG) and internal ECG on both the carto and the recording system. The issue was improved when the catheter was removed. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, this event has been assessed as reportable since there is no evidence that there were any ECG signals available for the physician to monitor the patient¿s heart rhythm.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). (B)(6). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a signal loss occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.